Event description:
It was reported that during an in-clinic follow-up, the implantable cardioverter defibrillator (ICD) exhibited a software related reset. No intervention was performed and the ICD was functioning as expected. There were no patient consequences.